Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was shutting off and had weak battery alarm. Customer's blood glucose value was 400 mg/dl at the time of the incident and treated with insulin pump. The customer was declined troubleshooting. Customer will return the device for analysis.